Event description:
Event description guidant received information that this pacemaker, which is included in the recent field advisory for the hermetic seal, has not been able to establish telemetry with the programmer for approximately a year. The magnet response was 100 beats per minute. The device is pacing in the ventricle.